Event description:
Ems crew responded to a residence with report of cardiac arrest. Placed the pt on the zoll e-series cardiac monitor / pacemaker / defibrillator and found the pt to be in asystole. The crew treated the pt and saw a change in rhythm to ventricular fibrillation. The crew charge the monitor and attempted to deliver defibrillation. The monitor did not appear to administer the shock, then overheated, smoking, and hot enough that one rescuer suffered a first degree burn to their arm carrying the unit out of the house. The crew used an alternative device in the form of an AED to deliver the necessary defibrillation, but there was a brief delaying retrieving the item from one of the vehicles outside the pt's residence. See scanned page.